Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), memory impairment ("memory disturbances") and pruritus ("itching"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, fatigue, memory impairment and pruritus outcome was unknown. The reporter provided no causality assessment for fatigue, memory impairment, pelvic pain and pruritus with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), memory impairment ("memory disturbances") and pruritus ("itching"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, fatigue, memory impairment and pruritus outcome was unknown. The reporter provided no causality assessment for fatigue, memory impairment, pelvic pain and pruritus with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2021: nullification: this record was detected to be a duplicate to record # (B)(4)(reporter's full name was confirmed by health authority) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.